Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported at the 3 year follow-up visit patient 12 enrolled in the (B)(6) registry had a port infection, an oesophagial dilatation and a band infection. The device was removed without any further patient complication. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.